Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient was unable to charge their 2nd ins. They stated the last time it was ¿rebooted¿ it started working faintly. The patient was only able to get 2 coupling bars briefly. They charged the ins for 12 hours which provided them with 18 hours of stimulation before it depleted again. The local manufacturer representatives (rep) were aware of the issue. The patient stated the ins was replaced on (B)(6) 2018. No further patient complications were reported as a result of this event. The representative was contacted and they stated they were not aware of the events the patient is reporting.